Event description:
It was reported that deflation issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6 atmospheres for 30 seconds respectively. Upon deflation, the pressure was reduced for 5 seconds at 1 atmosphere each. However, it was noted that the pressure could not be reduced any further at about 2 atmospheres. The balloon was pulled out in a deflated state. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The balloon was noted to be slightly inflated. The investigator was unable to deflate the balloon fully due to the shaft kink. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a shaft kink 4mm distal from the distal end of the strain relief.